Manufacturer narrative:
(B)(4). Exemption number e1999001. Brand name: endo clip, premium surgiclip. Manufacturer name, city and state: us surgical (B)(4). Device identification: 176625, 176615, 134044. 3 devices evaluated. Patient codes: 2692 device codes: 2984, 1384, 2921 result code: 213, 3243 conclusion code: 67, 61. Of the 3 events being reported, 1 event was determined to be the result of misapplication by the user, 1 event had no device failure, and 1 event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
This report summarizes 3 malfunction events reported between october 1, 2018 and december 31, 2018. 1 event associated with device mechanical functioning of machinery, moving parts or tools of the device being changed or modified. 1 event associated with the use of the device in terms of user experiencing difficulty opening and closing the device, even if the operation is being performed according to labeled instructions for use. 1 event associated with mechanical actions or defects, including moving parts or subassemblies, etc.